Event description:
The customer initially reported that their olympus high definition lcd monitor was not presenting an image. However, while checking the device on site, an olympus field service engineer (fse) confirmed that the power light was not coming on at all. According to the initial reporter, this event took place during procedure preparation and had no impact on a patient.

Manufacturer narrative:
As noted, an fse was on site and confirmed that the subject device was failing to power up. However, no further device information is currently available. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the device did not power on due to a faulty circuit board power supply. Additionally, the keypad did not function, the power switch bracket was found to be damaged, the main frame was dented, there was damage to the bezel plate, and damage to the rear cover; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due a faulty circuit board power supply. The specific root cause of the faulty circuit board power supply could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 28jul2022: the procedure was therapeutic. The procedure was completed with another system. The surgery was done successfully, and the patient was reported to be fine.